Event description:
Customer reports, while pushing dose in, material leaked out of the plunger end of the syringe. The material was radioactive technesium 99m, but was able to be contained. Only the tecnhician's glove was contaminated. There was no skin contact and no injury was involved. No medical treatment was sought.